Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that via merlin.net for non-sustained lead noise due to post-pace t-wave oversensing was observed. Patient was asymptomatic. The recommended programming changes were not made at this time.